Event description:
It was reported to st. Jude medical that premature battery depletion was suspected. The device was replaced.

Event description:
No complications for the patient were reported.

Manufacturer narrative:
The reported premature depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine the root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4).